Manufacturer narrative:
After further review, it has been determined that this report is not reportable, as the assessment justification allegation is not reflected in the complaint. Please disregard MDR 2518422-2025-109600.

Event description:
The manufacturer received information alleging that a patient experienced a malfunction while using an everflo intl opi device. According to the report, the device is making a loud buzzing noise and shutting off unexpectedly. Additionally, the patient reported feeling short of breath, during the event, the patient reported experiencing pain and difficulty breathing. The device was returned to the manufacturer¿s service center for evaluation however, the reported issue has not yet been confirmed. In conclusion, the device requires replacement to address the concern. The root cause of the reported malfunction has not been determined at this time.